Event description:
It was reported that the user experienced persistent high blood glucose after an infusion site change while using the ilet, with a flat cgm trend and a subsequent site change performed; based on order history, the user was using a teflon inset with 23" tubing. Symptoms included hyperglycemia with a reported peak over 400 mg/dl and sustained levels above 180 mg/dl for 4¿5 hours, accompanied by device alerts for glucose above 300 mg/dl for over 90 minutes. Outcomes included no health consequences or clinical impact, no medical intervention, and no assistance required, and glucose returned to normal range thereafter. Investigation included internal review of the event details and device use information. Investigation of this case revealed that the specific cause of the hyperglycemia could not be determined, with an inferred concern for infusion site performance, and no evidence of additional device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.